Event description:
It was reported that a patient was taken to the doctors because of a skin irritation from the cannula. They were prescribed a steroid cream called triamcinolone acetonide .1%.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.